Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently stopped charging when plugged into a power source unless the customer held the charger in position. Additionally, the customer received an incomplete bolus alert. The customer's blood glucose level was 112 mg/dl. During troubleshooting with tandem technical support (cts), the cause of the incomplete bolus alert was explained to the customer (bolus screen is opened but no action is performed and screen is not exited within 90 seconds); however, the customer expressed doubt in having accessed the bolus screen. The customer declined to continue troubleshooting the incomplete bolus alert and indicated that the pump performance would be monitored to determine if the issue persisted. Multiple contact attempts were made by cts to determine if the incomplete bolus alert continued and if the usb port charging issue continued after using a replacement usb cable; however, the customer did not respond.